Event description:
Related to MFR report # 2183959-2012-03193, 03194. It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc single-incision sling on or about (B)(6) 2008, to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff experienced significant mental and physical pain and suffering, severe emotional distress, anguish, anxiety, permanent injury, permanent and substantial physical deformity, irreparable bodily injury, has undergone and will undergo corrective surgery or surgeries.

Manufacturer narrative:
Lawyer-filed report - (B)(4). Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.